Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for call was to get MRI information. The caller stated that the patient claimed the device is "not connected". The caller speculated that the ins may be depleted. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller did not have any further information about the issue with the system. Technical services reviewed MRI information. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that their device is "not connected". Pt stated they want to know if their device is connected or not because pt thinks their device was disconnected and they are not sure if it was ever reconnected. Pt clarified they were having back problems so sometime after doi in 2018 pt stated they were in the hospital and they think they had a surgery to have the device disconnected and reported "I never did figure out the thing". Pt stated they thought the device might have been causing the back ache so pt stated they think they "did some type of surgery" to check the wires. Pt stated they need an MRI and are not able to get one because of this. Agent was not able to determine what pt was referring to by this and had a difficult time following.